Manufacturer narrative:
The device was returned for analysis. The reported suture separation was confirmed as a link separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: lot# was updated from 2092141 to 2101841. D4: expiration date updated. H4: device mfg date updated.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery using a proglide device after a diagnostic procedure with a 6f sheath. Reportedly, the suture broke while pulling the plunger in step 3. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.